Event description:
Related manufacturer reference number: 2017865-2024-73550. It was reported that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise. Multiple insulation breach was also observed on both the leads. The rv and ra leads were explanted and replaced. The patient was stable.